Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of birth: (B)(6) based on age as birthdate of patient was not provided. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for needle breaks off during use pe & harm bleeding.

Event description:
It was reported that during injection with an unspecified bd pen needle the needle broke off in stomach, the user contacted emergency room and an ambulance was sent and removed the needle. The following information was provided by the initial reporter: it was reported the bd needle broke off into consumer's stomach, he started bleeding everywhere and then he put a big band-aid on it.